Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while connected to patient, the pressure tubing of this pressure monitoring set with vamp adult system became detached from the z-site sampling port. The issue was identified when blood leakage was observed on the floor, along with blood backflow and absence of counter-pressure in the tubing. Blood loss was minimal. The device was replaced with a new unit to solve the problem. There was no allegation of patient injury.